Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 and mesh was implanted, during which the surgeon noted several loops of bowel were adhered to the abdominal wall and some omental adhesions necessitating the bowel loops needed freed and the mesh to be removed and replaced. It was reported that the patient underwent partial removal and revision surgery on (B)(6) 2012 and mesh was implanted, during which the surgeon noted multiple fascial defects that extended along multiple edges of the previous mesh; multiple intra-abdominal adhesions and a loop of small bowel that appeared to be adherent to the overlying fascia. There was a partial obstruction of this bowel with the proximal limb being dilated; significant scarring of the small bowel necessitating lysis of the intra-abdominal adhesions; small bowel resection and removal. It was reported that the patient underwent partial removal surgery and revision surgery on (B)(6) 2018 during which the surgeon noted approximately 8 cm of the distal segment of the ischemic small bowel necessitating small bowel resection and removal of mesh. It was reported that the patient experienced an unknown adverse event. Other procedures were captured in separate files. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.